Event description:
It was reported that, as per dr (B)(6) office, this patient is experiencing difficulties with their hip implant and has had blood tests and MRI.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.